Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this right atrial (ra) lead exhibited noise. Which appeared to be muscle noise. Boston scientific technical services (ts) suspected right atrial (ra) lead was dislodged. The health care professional (hcp) will be sending the patient down for a chest xray to confirm. The lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise which appeared to be muscle noise. Boston scientific technical services (ts) suspected right atrial (ra) lead was dislodged. The health care professional (hcp) will be sending the patient down for a chest xray to confirm. The lead remains in service. No adverse patient effects reported.